Manufacturer narrative:
Pump received with moisture damage on the electronics. No vibrating anomaly noted. No button response due to corroded keypad traces. No blank display noted. Unable to perform the currents test due to button/keypad anomaly. Pump received with cracked battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window.

Event description:
It was reported that the customer had high blood glucose levels of 288 mg/dl. The customer reported that the insulin pump was exposed to water. The customer also reported that the insulin pump was vibrating without an alarm or alert. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.